Event description:
It was reported that the device was not working. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device was not working. The results of investigation performed indicated that the returned goflo pump is working according to the specifications. There are no indications for a manufacturing issue.